Event description:
My proclaim neurostimulation system was remotely accessed, when it was turned off. I placed a screen time code on the apple device that controlled it. Trying to keep the unauthorized ¿device¿ from changing the settings. I was frantic trying to gain control of my stimulator and forgot to write down the code for the screen time. Apple would not unlock it due to the fact I couldn¿t produce the original receipt. Since then, the bluetooth signal is gone, and the battery would have to be replaced. I have reported this to the abbott rep and to the tech dept. The tech professional said it wasn¿t possible that someone remotely accessed my implant. 1.) We had network intrusion. 2.) All devices we remotely accessed. 3.) It is possible! 4.) Malware spread through my devices via bluetooth. The malware couldn¿t hide in the device. But it was accessed remotely. My device was not functioning (apple device). I contacted the abbott rep to try to gain access to my implant. It was unsuccessful. My implanted device will be removed on (B)(6)2023 by (B)(6). I have not been able to use my device since (B)(6) 2022. Chronic pain. Refer to additional documents in i2k.